Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was ¿getting low.¿ it was stated, the patient had observed ¿the low battery indicator for quite some time¿ prior to report. It was noted, the patient ¿had been on oxycodone since 2003¿ and that the patient was ¿put on oxycodone the same time the device was put in.¿ the patient was redirected to their health care provider (hcp), however, it was noted, the patient did not have a current hcp at the time of report. Additional information received reported that the (ins) needed to be replaced. The caller stated that the ins did not work and had not worked ¿for a long time.¿ the caller stated that ¿part of that¿ was the patient¿s leads had moved and no longer worked on reflex sympathetic dystrophy (rsd). It was noted that the patient had to turn stimulation off when they were working or in bed. It was noted that the caller was in contact with the manufacturer representative and spoke with one about three or four days prior to report. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3898-33, lot# lc0704, implanted: 2004 (B)(6); product type lead product ID 747151, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 3898-33, lot# lb6616, implanted: 2003 (B)(6); product type lead product ID 3898-33, lot# lb6616, implanted: 2003 (B)(6); product type lead product ID 3898-33, lot# lc0704, implanted: 2004 (B)(6); product type lead. (B)(4).